Event description:
It was reported to boston scientific corporation in 2008, that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure (patient age and weight unknown) in the same month. According to the complainant, after the procedure was successfully completed, "attempts were made to retract the needle without any success and the device was then removed from the [endo]scope. However, the exposed needle caused a tear in the biopsy channel of the [endo]scope." No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.